Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient called in and said that she's allergic to the plastic in the midline IV catheter. She believes that the chemical 2-mbt is in the tubing and would like verification if our catheters have this chemical in them so that she may look for alternatives. Chemical reaction; couldn't bend her arm and body inflamed and night sweats.